Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2 -13.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6)2022. Lens opacity was observed on (B)(6)2023. On (B)(6)2023 the lens was explanted, it was reported that phaco-emulsification (cataract surgery) and iol implantation was performed. Problem resolved. In the reporters opinion the cause of this event was unknown.